Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the pacemaker has eroded from the pocket. The pacemaker was explanted. The patient was in stable condition throughout the procedure.